Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead exhibited one over sensed beat, possibly t wave oversensing. The rv lead remains in use. Mode switch was noted on the implantable pulse generator (ipg). No patient complications have been reported as a result of this event.